Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. It was reported by the patient's attorney that the patient has experienced pain, disability and impairment. Additional information has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
(Interim medical records during 06/08/2006-02/25/2009 are not available for review). On (B)(6) 2009 - complains of vaginal spotting that has been occurring for the last 2 years. The bleeding has been essentially painless. She is using estrogen replacement in the form of climara patches. It is felt that the exposure of the mesh is responsible for the bleeding - noted avulsion on the left anterior vaginal wall with exposure of the mesh - vaginal bleeding secondary to vaginal avulsion by mesh - to remove the exposed mesh and repair the vaginal avulsion mesh revision surgery: (B)(6) 2009 - underwent excision of the exposed mesh and repair of the chronic ulceration in the vagina under general anesthesia. (Further medical records are not available for review).